Manufacturer narrative:
The procedure included dual leaflet splitting followed by implantation of a 26 mm evolut fx+ valve and balloon post-dilation. Leaflet splitting of the left and right coronary cusps was completed in a controlled manner without prolonged attempts. During the procedure, no embolic protection device was used. Post-procedure, the patient developed acute neurologic symptoms and imaging (CT and MRI) confirmed ischemic encephalopathy and embolic stroke involving the left posterior mca territory with additional small emboli. The patient was subsequently transferred to hospice care and later passed away. Based on the available information, the event involved serious patient injury (stroke) that ultimately resulted in death following a procedure in which the shortcut device was used. Although the exact etiology of the embolic event cannot be definitively determined, embolization of debris during structural heart interventions, including leaflet modification procedures, is a known procedural risk associated with transcatheter valve interventions and manipulation of calcified bioprosthetic valve leaflets. The device was reported to have functioned as intended, with leaflet splitting of both the lc and rc leaflets completed successfully and without prolonged attempts or reported device malfunction. No device deficiencies were reported that would indicate the shortcut device failed to meet its specifications. Given that the shortcut device was used during the index procedure and the stroke occurred peri-procedurally following leaflet splitting, a causal relationship cannot be definitively ruled out. Therefore, the event is considered reportable - the device may have contributed to a serious adverse event that resulted in patient death, even though it performed as intended and other procedural or patient-related factors may have contributed to the event.

Event description:
The case involved an 85-year-old female with a previously implanted 23 mm edwards sapien 3 valve (tavr, implanted in 2019) who presented with valve failure due to aortic stenosis (as) and aortic regurgitation (ar). On (B)(6), the patient underwent a valve-in-valve procedure that included dual leaflet splitting using the shortcut device, followed by an implantation of a 26 mm evolut fx+ valve and a post-dilation with a 21 mm z-med balloon due to under-expansion. Hemostatic control of the femoral access site was difficult and required bailout use of a covered stent. Embolic protection was not used during the procedure. Leaflet splitting of both the left coronary (lc) and right coronary (rc) leaflets was completed in a controlled manner without prolonged attempts. During the lc split, flex adjustment was required to reach the bottom of the leaflet prior to activation. During positioning for the rc leaflet split, the positioning assembly briefly interacted with the sapien 3 frame before descending over the leaflet. The pi-cardia td team were notified on (B)(6) that the patient has stroke-like symptoms and that a CT showed evidence of embolic stroke. On (B)(6) procedural summary and discharge letter were received by the td team from the site and additional information was provided: the patient suffered from hfpef, chronic kidney disease, hypertension and hyperlipidemia in addition to severe aortic stenosis and severe aortic regurgitations (confirmed by pre-procedure tee) on (B)(6) neurocritical care unit was consulted as the patient was acutely confused, and CT was performed which revealed ischemic encephalopathy, peri-procedure embolic-stroke and aphasia. On the same day, MRI was performed as well, which revealed left posterior mca cortical stroke with additional small emboli in the left frontal and no evidence of hemorrhage. The patient was then transferred to neurology care. Since there was no significant neurological recovery and after discussing prognosis with the family a decision was made on (B)(6) to transfer her to hospice care. Later communication with the pi-cardia td team indicated that the patient passed away while in hospice care. Exact date of mortality is unknown.